Manufacturer narrative:
No conclusions can be made without the complaint device. The history record for the lot number provided will be reviewed. Info has been added to the database for trending purposes.

Event description:
The covidien rep in france received a report that the customer stated the inner cannula of the pt's tracheostomy tube was too long and was irritating the pt's trachea. The tube was discarded and it is not known if the tube was removed and the pt required re cannulation unroutinely.